Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter did not power on. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on the morning of (B)(6) 2011. The patient reported that when testing with his meter, the meter would not power on. The patient stated he manages his diabetes with insulin (set amount). The patient stated that when the meter did not power on, he stopped testing and took his usual amount of insulin. The patient reported that on the evening of (B)(6) 2011 he was found unconscious and ems was called. Ems obtained a blood glucose result of "38mg/dl" on an unknown ems meter and administered IV glucose as treatment. The patient reported that no other treatment was received. At the time of troubleshooting with a customer care advocate (cca), it was noted that the issue could not be resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury requiring ems treatment after the alleged meter issue began.

Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. The meter's pc board was found to be burned/melted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.

Manufacturer narrative:
(B)(6).